Event description:
An image quality non-conformity was reported. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the collimator diaphragm. System operates as intended.